Event description:
Per the clinic, the patient was administered a kenalog injection (date not reported) at the implant site due to soreness and a soft tissue reaction. On (B)(6), 2014 the patient underwent a procedure to exchange the abutment, at which time it was noted that the fixture was loose. The abutment was removed and the site was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure (B)(6) 2014 to access the implant site and a new abutment was placed. The implanted device remains.